Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of salpingitis ('chronic salpingitis of left tube') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, pregnancy, c-section and parity 3. In 2013, the patient had essure inserted. In 2017, the patient experienced chronic idiopathic pain syndrome ("chronic idiopathic painful syndrome of fibromyalgia") with musculoskeletal pain and asthenia ("asthenia"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the salpingitis, chronic idiopathic pain syndrome and asthenia had resolved. The reporter considered asthenia, chronic idiopathic pain syndrome and salpingitis to be related to essure. The reporter commented: removal was performed on patient¿s request, the events resolved 6 or more months after removal. Lot number unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Allergy test - on an unknown date: notion of nickel allegy but allergy test was not found. Laparoscopy - on (B)(6) 2020: as per medical report of bilateral salpingectomy -exploration: uterus, ovaries, and tubes normal, no perforation. Pathology test - on (B)(6) 2020: pathological anatomy report: right and left tubes had congestion and edema with para-tubal cysts. Chronic inflammatory infiltrate with fibrosis was disclosed in left tube. Conclusion: aspect of left chronic salpingitis and bilateral para-tubal cysts with no malignant lesion. Ultrasound pelvis - on an unknown date: nothing remarkable. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-jan-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of salpingitis ('chronic salpingitis of left tube') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, pregnancy, c-section and parity 3. In 2013, the patient had essure inserted. In 2017, the patient experienced chronic idiopathic pain syndrome ("chronic idiopathic painful syndrome of fibromyalgia") with musculoskeletal pain and asthenia ("asthenia"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the salpingitis, chronic idiopathic pain syndrome and asthenia had resolved. The reporter considered asthenia, chronic idiopathic pain syndrome and salpingitis to be related to essure. The reporter commented: removal was performed on patient¿s request, the events resolved 6 or more months after removal. Lot number unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Allergy test - on an unknown date: notion of nickel allegy but allergy test was not found. Laparoscopy - on (B)(6) 2020: as per medical report of bilateral salpingectomy -exploration: uterus, ovaries, and tubes normal, no perforation. Pathology test - on (B)(6) 2020: pathological anatomy report: right and left tubes had congestion and edema with para-tubal cysts. Chronic inflammatory infiltrate with fibrosis was disclosed in left tube. Conclusion: aspect of left chronic salpingitis and bilateral para-tubal cysts with no malignant lesion. Ultrasound pelvis - on an unknown date: nothing remarkable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.